Event description:
Pt reported that she had a total right hip replacement in (B)(6) 2004. According to the pt, she went along with the recommendation of her doctor and had her total hip replaced using starker trident hip replacement parts. Ever since the surgery, the pt claims to have experienced pain and a locking up of her hip. She goes for frequent messages to ease the muscle tension that seems to build up around my hip due to the way she walks.

Manufacturer narrative:
Add'l info has been requested and if received will be provided in a supplemental report. Catalog numbers and lot codes of other devices listed in this report: description: trident alumina insert: cat# 625-0t-32e, lot# 9875304. Description: alumina v40-femoral head 32mm, +0mm nk: cat# 6565-0-132, lot# 9513501. Description: meridian st hip stem: cat# 6265-0-008, lot# d4frl. Description: 6.5 cancellous bone screw 16mm: cat# 2030-6516-1, lot# 20123004. Description: 2030-6520-1: cat# 2030-6520-1, lot# 21726003. It cannot be determined which, if any of these devices may have caused or contributed to the pt's experience.